Manufacturer narrative:
(B)(4). To date the device has not released. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a gastric bypass procedure, after firing the stapler for the gj it was noticed that half the circular anastomosis formed. The proper steps were taken. Orange line was in the green, full squeeze, safety was put on, 3/4 counter clockwise with a 90 90 twist and then pull out. Not sure why only half formed. It did look like staples were not fired properly and were unformed around anastomosis. Surgeon got another 21-circular stapler with proper steps taken which resulted in good leak proof anastomosis. There were no adverse consequences for the patient.